Event description:
Reporter alleged obtaining discrepant blood glucose results of 159 mg/dl, 154 mg/dl and 90 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated that at another time, results of 83 mg/dl and 153 mg/dl were obtained within 10 minutes of each other on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.